Event description:
Additional information received reported the patient¿s catheter was not tied down and had migrated toward her ¿butt.¿ the patient had a big knot on her back. She went to her health care provider who told her it was fine and it was just a cerebrospinal fluid (csf) leak. The patient was very sick and went through withdrawal and had to wait for her doctor to come back from vacation before it could be fixed. This happened around (B)(6) 2012. It was later reported the catheter had disconnected from the pump. Right after the first surgery the catheter came off the pump and migrated toward the buttocks. Morphine was leaking into the patient¿s body and she had symptoms of itchiness so the health care professional (hcp) had to do a second surgery.

Event description:
It was reported, the catheter came out of the patient's back, had migrated and was leaking morphine into the patient's body. The patient experienced severe withdrawal syndrome. A surgical revision was performed (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the catheter had to be revised on (B)(6) because the catheter was not tied and it became dislodged. The patient was left in withdrawal for a month.

Manufacturer narrative:
Product ID: 8583 lot# n320669, implanted: 2012 (B)(6), product type accessory product ID: 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter (B)(4).

Event description:
Additional information later reported the patient still had concerns regarding their device or therapy but was working with their hc p/manufacturer representative. An appointment was scheduled for (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that a catheter revision was performed on (B)(6) 2013. The device system was used to deliver morphine.